Event description:
It was reported that the programmer generated error messages. The programmer was returned for a software reload and testing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the device powers up with an error. It was also noted that the electrocardiogram (ECG) connector was loose on the circuit board.